Event description:
Boston scientific crm (bsc) received information from the patient's spouse that her husband had died en route to the hospital in an ambulance, and questioned why this implantable cardioverter defibrillator (ICD) did not save him. The spouse reported the patient had said he couldn't breathe. She also told a bsc technical services (ts) consultant her husband had alzheimer's disease and was very ill. Ts discussed the spouse contact the emergency room (ER) physician and the patient's following physician to learn about the circumstances of his death. This device is not included in any product advisory. The patient's bsc field representative subsequently reported that the emergency room report indicated an emergency medical services (ems) team had been called for breathing difficulties, and the patient experienced respiratory arrest when transported. During transport, the patient experienced cardiopulmonary arrest and pulse-less electrical activity. Cardiopulmonary resuscitation was administered in the ambulance and the emergency room, and external defibrillation was attempted in the emergency room, as well as respiratory intubation. Ems and ER personnel were unable to re-establish a heart rhythm. There were no references or allegations regarding the ICD in the ER report, and the device was not interrogated following the patient's death. The deceased was released to a funeral home, and it is believed the device was buried with the patient. It was not known if an autopsy had been performed.

Manufacturer narrative:
This report will be updated if additional information is received.